Event description:
Patient had enfit g tube placed as part of a planned surgical procedure. At the time of removal in surgical clinic, the balloon would not deflate despite using the proper syringe to do so. Balloon port, which works to deflate the balloon catheters, had to be cut off. The patient required an endoscopy with sedation by gi same day to remove the balloon from inside the stomach.